Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv); however, the issue remained. The fse replaced personality module surgeon console (pmsc) due to no signal in one or both eyes and performed test drive. The electrical safety was also performed by the fse. The system was tested and verified as ready for use. Isi did receive the hrsv and pmsc to perform failure analysis. The hrsv was installed onto the test system and upon startup it showed a clear and normal image, there was no trouble to be found. The system was set to run through 10 power cycles and sat idle for 20 minutes. The hrsv did not show any trouble or errors when checked intermittently, and when error logs were reviewed afterwards. The pmsc was analyzed, and the reported failure was replicated. The pmsc was installed into the printed circuit assembly (pca) test system and at start up with no errors. A system video check was performed and no video in right eye was found. A visual inspection found both video input leaf (vil) and (scl) connectors damaged.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the nurse called prior to starting the procedure to report that the right eye in the console was black. The customer also stated the left eye image appeared to be off. An intuitive technical support engineer (tse) was unable to view system logs at that time due to no onsite connection. The customer tried hard cycling the vision side cart (vsc) and the surgeon side console (ssc) and reseating the blue fiber cable from the vsc to the ssc, but the issue persisted. After hard cycling the system, the system powered on with recoverable fault 48100. The tse was able to view system logs and confirmed errors 48100 and 48101. The personality module surgeon console (pmsc) reported a recoverable error. An external digital video interface (dvi) or a dvi cable connected to the pmsc might have caused this error. The tse inquired if any external video cables were connected to the ssc pmsc, and the customer said there were not. At that time, the customer informed the tse that the surgeon was continuing with the case as planned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports had been placed on the patient and the surgeon sat down to start the procedure and noticed that one eye was black and the other had partial view. They contacted technical support for troubleshooting however the issue was not completely resolved. The surgeon decided to continue as it is since he is a very skilled surgeon and had enough vision to proceed as opposed to converting to lap. They completed the procedure robotically. No harm or injury to the patient. They replaced the unit since then and have not had any other issues.